Event description:
A report was received that during a suction procedure, the catheter of the closed suction system separated from the thumb valve. No additional data were received from subsequent inquiries.